Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss issue occurred. The sensor was inserted into the arm on (B)(6) 2024 . On the same day, it was reported that the patient had been sleeping and when she woke up, she started vomiting and was very thirsty. She checked her cgm device and noticed the cgm was in a signal loss state and that she had not been receiving cgm values or alerts. The patient had been unaware of this issue as she was sleeping. The patient was wearing a tandem insulin pump. The patient went to the emergency room (ER). At the ER, the patient was treated with novolog, magnesium, and an unspecified nausea medication. The patient was discharged home after 2 days. The patient was ¿okay¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5: describe event or problem - correction. H2: correction/ additional information. H6: medical device problem code- correction. H6: investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, a correction is required due to updated data findings. It was reported that a signal loss issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient had been sleeping and when she woke up, she started vomiting, was very thirsty, and dehydrated. She checked her cgm device and noticed the cgm was in a signal loss state and that she had not been receiving cgm values or alerts. The patient had been unaware of this issue as she was sleeping. The patient was wearing a tandem insulin pump. The patient went to the emergency room (ER). At the ER, the patient was treated with novolog, magnesium, and an unspecified nausea medication. The patient was discharged home after 2 days. The patient was ¿okay¿ at the time of report. The complaint states that signal loss was reported. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a wearable failure occurred. The probable cause could not be determined via data. No injury or medical intervention was reported.

Event description:
Data investigation confirmed wearable failure on (B)(6) 2024. The probable cause was determined to be progressive sensor decline. Additionally, signal loss equal to or under one hour was observed. The probable cause of signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the b5 section of follow up report 2. Please replace that whole b5 statement with the following, "data investigation confirmed wearable failure on (B)(6) 2024. The probable cause was determined to be progressive sensor decline. Additionally, signal loss equal to or under one hour was observed. The probable cause of signal loss could not be determined. No additional patient or event information is available."

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient had been sleeping and when she woke up, she started vomiting, was very thirsty, and dehydrated. She checked her cgm device and noticed the cgm was in a signal loss state and that she had not been receiving cgm values or alerts. The patient had been unaware of this issue as she was sleeping. The patient was wearing a tandem insulin pump. The patient went to the emergency room (ER). At the ER, the patient was treated with novolog, magnesium, and an unspecified nausea medication. The patient was discharged home after 2 days. The patient was ¿okay¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.